Event description:
Device 1 of 4. Reference MFR. Report: 1627487-2014-03137, 03138, 03139. The pt has 2 scs systems. It is unk which system is related to this issue; therefore, both scs ipgs and charging systems are being reported. It was reported, the pt experiences heating/burning at her scs ipg pocket site after charging. Subsequently, a low energy replacement charging system was sent to the pt. No additional information is available at this time. On 08/01/2012 st. Jude medical, neuromodulation division, sent field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
Recall: 1627487-07262012-002-r, 1627487-07262012-001-c. This ipg serial number was included in field advisories. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.